Event description:
The account alleges that when the head up or down buttons are pressed, the device actually moves in the opposite direction, resulting in unintentional movement.

Manufacturer narrative:
The tech discovered that the head motor was wired incorrectly. The tech wired the head motor correctly, which resolves the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.